Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The patient was discharged from the hospital (date unknown) and has recovered from the events. The device will not be returned for evaluation as it is still in use by the patient. A service history review and device history record review was performed. There were no failures or malfunctions identified that could have caused or contributed to the reported event.

Event description:
The customer reported that the home patient (hp) was taken to the hospital for vomiting blood and a bladder infection. Per the home patient's spouse, the patient has had a total of four peritoneal dialysis therapy treatments while at home until he was recently hospitalized. The patient remains in the hospital and was diagnosed with a bleeding ulcer. Per the spouse, the patient does not have a history of a bleeding ulcer. The wife stated that the patient was also diagnosed with an enlarged prostate gland, blood clots, and a bladder infection during his recent hospitalization. Pd therapy has been ongoing during hospitalization with no additional complications reported. The patient's wife stated the patient had to receive blood transfusions due to the bleeding ulcer, and heparin for the blood clots. The patient is reportedly recovering from the event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.